Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and monitor the defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Patient was admitted to our hospital on (B)(6) 2025, due to an acute exacerbation of chronic obstructive pulmonary disease (copd). Upon admission, the patient received an intravenous infusion of 100 ml of 0.9% sodium chloride and 2.0 g of cefotaxime. During treatment, fluid leakage was observed at the base of the indwelling cannula. Upon discovery, the nursing staff immediately discontinued the medication and replaced the indwelling cannula.